Manufacturer narrative:
Results: the consumer has declined to provide a sample for investigation. A review of the decline history record cannot be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
A consumer reported that while injecting himself in the neck with an unspecified hypodermic syringe, the needle broke off and remained in his injection site. The consumer went to an emergency department where he was evaluated and received an x-ray which visualized a 1cm broken needle in the soft tissue of the consumer's right anterolateral neck, approximately 2cm from the anterior skin surface. The consumer was also given a prescription for (B)(6) from the physician in the ER. Additionally, the consumer had a consultation with a plastic surgeon and was advised to have the needle surgically removed because the needle is in danger of moving into the carotid artery or esophagus. It is unknown if the patient received any further medical or surgical intervention. Of note, it is unknown if the device in question is a bd product and the consumer has declined to provide a sample for investigation.